Event description:
The event was reported to vascutek as follows: surgeon opened a 32mm gelweave ante flo and found a valsalva ante flo. He tried to use graft by cutting away valsalva section however remaining graft was too short for procedure.

Manufacturer narrative:
The graft was returned to vascutek and examined. The graft inside was in 3 parts but confirmed to be a gelweave valsalva. The main bore was 26mm bad the branch was 10mm. The packaging returned with the graft had final packaging labels on the box and blisters that corresponded with the batch details for the gelweave ante flo (cat no 735032/8s (B)(4)) however the cleanroom label on the outer blister was for the valsalva inside the package (cat no. 734026/10adp,(B)(4).) There was a similarity between the batch no's for both grafts (B)(4) and (B)(4). Qc and mfg records were retrieved for both batches. From the records it was seen that a single unit of gelweave ante flo from (B)(4)was resterilized in the same sterilization run as the valsalva (B)(4). E. Run 5841. This was the only time both batches were in the same area and therefore the most likely opportunity for a potential mix. A trace on the gelweave valsalva grafts from (B)(4)showed they had been sent to (B)(4). Two had already been implanted with no reports of any issues, the remaining graft was located with the distributor. This was retrieved and confirmed as being a gelweave ante flo labeled as a gelweave valsalva. Initial corrective actions have been made to improve the layout of the final pack area to improve segregation and flow of product. Vascutek are at the conclusion of a project to improve barcode control of labels to prevent this type of error occurring in future. All actions to be completed by (B)(4) 2014. Vascutek not considers this complaint closed.